Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was fine the day before and but was discovered the next morning. There were multiple causes of death; cardio, and diabetes as the significant. The customer had copd, was legally blind, had multiple surgeries on both feet due to neuropathy, had kidney issues, and had history of infections. The caller stated that the customer's blood glucose was 55 mg/dl when the customer was discovered. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor from another company. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump was alarming no delivery, then the battery died down, the battery was replaced, then, the there was a battery out limit on the screen. There was a pop-up on the screen reading resume or rewind, caller went to resume, then the there was a low reservoir alert. Assisted caller with clearing the alert.